Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with sicd and a non-boston scientific pacemaker device exhibited episode of abrupt change in low amplitude, which disabled smart pass. A technical service (ts) consultant reviewed device data, and advised physician that this could be related to patient condition or postural changes. Ts advised when the non-boston scientific pacemaker device paces, it disables smart pass due to the amplitude. Ts provided training and education. The device remains implanted. No adverse patient effects were observed. New information was received indicating that this patient with this sicd received 1 inappropriate shock in the primary vector. A technical service constant review device data, and provided recommendations for troubleshooting and optimal programming. The device remains implanted. No additional adverse patient effects were reported